Manufacturer narrative:
We manufacturer received the event on 2023/4/28, the information revealed that there was no patient complications and there was just a small damage on the device, which was a common failure mode to us. We considered this case was not necessarily reportable. We received the returned product of this case on 2023/8/29 and after our analysis, we found that the device was seperated, so we decided to report it out of the abundance of cautions. This adverse event was reported in esg test system on (B)(6) 2023 (MFR report #). Since we realize it is not correct to report it in the test system, we now take the corrective action to submit this report in the production system. This adverse event is an individual case and per our investigation, it is concluded that there is no evidence of a product malfunction, inadequacy in the IFU, or a manufacturing defect regarding this event. We have taken corrective and preventive actions in our company to correct the wrong reporting issue and prevent this issue from re-occurring in the future.

Event description:
Upon removal of the jade balloon, the balloon became stuck. The physician attempted to reinflate and manipulate the balloon, but it would not move. The balloon began to shred as the physician attempted to remove the balloon. The physician snared the balloon, and they were able to complete the procedure without further issue. There were no patient complications. No additional information and no case image/cd was returned for analysis. It was found that the balloon was detached when product was returned. Based on the above investigation, there are no signs of manufacturing defects from this lot of products. There is no systemic trend identified with regards to this type of event. From the case report and the characteristics of returned balloon catheter damage, it could be presumed that balloon may encounter resistance during removal process, then excessive external force applied to the balloon catheter exceeded the product's design limit when the balloon was stuck in lesion or the associated device(s), resulting in inner elongation and fracture and balloon separation. However, details could not be ascertained as the clinical situation could not be fully duplicated in our analysis lab. This complaint has been shared with the manufacturing and engineering teams. We will keep the complaint on file for future statistical analysis and monitoring. In IFU, this kind of failure was foreseeably warned, please see below: warning: #2: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in separation of the tip or balloon. No corrective action is required at this time. There is no evidence of a product malfunction, inadequacy in the IFU, or a manufacturing defect. The complaint and analysis will be included in the complaint data reviewed and monitored for this product.